Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced. The patient status was unknown.

Event description:
New information received notes the patient was in stable condition.